Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient experienced swelling, redness, tenderness, burning, and pain in device area. The device was removed days later due to infection and the patient received antiobiotics. The device was not replaced. No further patient complications have been reported as a result of this event.